Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to procedure to replace the patient's ICD, the physician noticed episodes of loss of capture due to decreased right ventricular sensing. After the ICD was replaced, the physician accepted the signal amplitude, so the lead was not explanted and will continue to be monitored. The patient's condition was stable throughout.